Manufacturer narrative:
(B)(4). The customer reported the battery failed the capacity test. The battery was returned to philips for eval where the symptom was verified. Additionally, the battery was found to cause an unexpected shutdown. There was no pt involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the battery failed the capacity test. The battery was returned to philips for eval where the symptom was verified. Additionally, the battery was found to cause an unexpected shutdown. There was no pt involvement.